Manufacturer narrative:
(B)(4). Date sent: 06/25/2025 d4: batch #unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a97l7k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, after firing the device was removed from the patient but could not be opened to be reloaded. Another device was used to continue with the procedure. No adverse consequences for the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 07/07/2025 additional information was requested, and the following was obtained: the device was not locked out onto tissue. It locked out after the device was removed from the patient, but we needed another load and were unable to open the jaws. We were able to get the jaws opened eventually but we just opened another device. The surgeon did not want to use the same device in fear of it locking out onto tissue if we used the same device. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2025 h1: correction- not reportable additional information was requested and the following was obtained: the device was not locked out onto tissue. It locked out after the device was removed from the patient, but we needed another load and were unable to open the jaws. We were able to get the jaws opened eventually but we just opened another device. The surgeon did not want to use the same device in fear of it locking out onto tissue if we used the same device. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered not reportable.